Event description:
Tip of drill bit 1.1mm broke off in bone during use, remains implanted. Surgical procedure extended more than 15 minutes.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The lot numbers were not provided. A two-year search of the complaint database found no prior reports for both reported part numbers. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.